Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Writer did not enter the last name or did not delete the address when a family member called on behalf of the customer.

Event description:
It was reported that the insulin pump had a hardware low level failure. Customer blood glucose was 15.5 mmol/l. Troubleshooting was performed. Customer also stated that self-test did not pass. The product will not return for the analysis.